Event description:
The reporter contacted animas on (B)(6) 2015 alleging a display (display issue); the screen is ¿illegible¿. No detailed information regarding what the exact issue was regarding the display. Animas customer support made several attempts to contact the reporter to obtain more detailed information about the allegation, but was unable to reach the reporter for follow up. No further information is available regarding this complaint. This complaint is being reported because the an alleged display issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.